Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided photo, the reported event was confirmed. The power supply board was found to be defective and was sent back to brézins for further investigation. This change solved the issue. Once in brezins, after a visual inspection, the board was tests on a test agilia vp. The cross-test confirmed the reported event with the triggering of the error 15 (sub0008) at power up. On closer inspection, a component (r29) was found to be broken, due to a brittle solder joint. This complaint is considered as valid, and the root cause is likely due to a defective power supply board. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: error 15. During preventive maintenance occured the error 15. No patient involved. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.